Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been using the aligners for months and they have been struggling with severe pain and gum issues. Patient marked true to infection, inflammation, sensitivity, discomfort, loose, and jaw discomfort.